Event description:
It was reported that the sensing has been declining since a recent device change out. Undersensing was noted on the atrial channel. It was also noted that the capture threshold measured out of range the last couple of weeks. Programming changes were made to address the issues. Further lead assessment, x-ray and lead revision were discussed. The atrial remain implanted, and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sensing has been declining since a recent device change out. Undersensing was noted on the atrial channel. Programming changes were made. Further lead assessment, x-ray and lead revision were discussed. The atrial remain implanted, and the patient was in stable condition.